Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a leak was not confirmed due to unavailable sample. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2. The technical service representative (tsr) had the home patient (hp) check the supply bag and stated that there is a little dampness near the bag. The tsr advised the hp to disconnect then cycle power. No patient injury or medical intervention was indicated at the time of the initial report. No additional information is available.